Manufacturer narrative:
(B)(4). H3: product has been received by zimmer biomet and the investigation is in process. H6: component codes: mechanical (g04): drill. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument, the tip of the instrument fractured and was retained by the patient. There is no scheduled revision surgery planned to remove the foreign body that was retained by the patient. Attempt has been made to obtain additional information. No additional information has been received at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 upon receiving additional information of the reported event, it was determined to be not reportable. This event was already reported in 0001825034-2025-02606. Therefore, this initial report should be voided. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.